Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead. The lead had dislodged. The lv lead was explanted and replaced. No patient consequences were reported.